Event description:
It was reported that during a thoracotomy procedure, the clips were scissoring on the first device, unk how many fired correctly. A second device was pulled, and the clips started scissoring, but the case was completed. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.